Event description:
It was reported that, after a tka surgery had been performed, the post of a size 7-8 13 mm legion ps high flex xlpe insert broke. The event was resolved by performing a revision surgery to exchange such insert. The patient outcome is unknown.